Event description:
A call was received through technical services reporting the patient experienced intermittent episodes of warmth in the pocket. Device interrogation indicated early battery depletion. The device was explanted and replaced. No further patient complications have been reported.